Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe oral 3ml amber had a scale marking issue. The following information was provided by the initial reporter translated from french to english: - syringe for oral administration, 3 ml amber cap, ref: 305210, lot: 4075022. We have noted that the graduations on the syringes have faded. The syringes have been handled only once, leaving black marks on the hands. These syringes are currently being used in a clinical trial evaluating cannabidiol in alcohol dependence.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4)) on march 7, 2025. This documentation is available in bd document management system (sap) as (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: enteral/oral syringes. Device failure: scale marking issue.

Event description:
No additional information.

Manufacturer narrative:
One sample and one photo were provided to our quality team for investigation. The sample received loose has most of the scale markings missing or faded. The sample was tested for ink permanency and the reported condition was not observed. The reported defect was not identified in the sample with most of the scale markings missing or faded that was received. Any unused physical samples are required for ink permanency test and potential root cause determination. Furthermore, a device history record review was completed for provided lot number 4075022. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.